Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak located at the distal edge of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint incident. The device was visually and microscopically examined and no issues were noted with the markerbands, blades or tip of the device that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no damage along the length of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
Reportable based on device analysis completed on 11-sep-2017. It was reported that the balloon was unable to cross the lesion. The target lesion was located in a coronary artery. A 3.75mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that a pinhole leak was noted on the balloon.